Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The instrument was returned for evaluation. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be below print specification; 10 of 36 individual torque readings were within print specification. Visually confirmed driver shaft broken. Upon optical inspection, crack appears to have initiated at stress relief fillet. Microscopic examination of fracture revealed fairly brittle fracture with angulated surface indicating a significant torsional component. River lines indicating crack initiated at fillet, which propagated around bend of driver fracture. The age of the part and nature of the fracture, in conjunction with the torque readings suggest anticipated wear as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip broke off of the driver. Although this event occurred during surgery, no patient complications were reported.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off while in use. The tip was retrieved from the patient. No patient complications were reported.